Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient in ventricular fibrillation, the device displayed an "analysis halted" message. Complainant indicated that the clinician pressed the analyze button, the unit analyzed ventricular fibrillation and shocks were delivered. Complainant indicated that the patient subsequently expired.